Event description:
It was reported, the camera head lens was removed. The intended therapeutic procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the lens is coming off. Additionally, there is fluid invasion inside the cables, imaging section, and main body causing the image to be blurry. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, no nonconformities were found. A definitive root cause cannot be identified. To mitigate risk/harm to the patient, the IFU provides the following: connection with endoscope (caution) before attaching the endoscope, make sure that the eyepiece is securely attached to the endoscope. If the eyepiece is loose, the endoscope image may be out of focus or rattling. In addition, the endoscope or camera head may fall. After connecting the endoscope and camera head, make sure that there is no rattling in the connection between the endoscope and the camera head, and that the connection is firmly secured. If the endoscope is not properly installed, observation may be disturbed. If the endoscopic image disappears unexpectedly or the freeze cannot be released (caution) do not strike or drop this product. Water leakage may cause damage to the product's internal electrical circuits. If the endoscopic image disappears unexpectedly or the freeze cannot be released (caution) do not strike or drop this product. Water leakage may cause damage to the product's internal electrical circuits. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.